Manufacturer narrative:
A ge svc rep performed an onsite investigation. The asm pcb board and the display adaptor were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the left monitor will intermittently black out on the 9800 system. No pt injury was reported.